Event description:
Hospital reported during a CT scan of the chest and neck an air injection occurred. Air was identified in the right ventricle and the right pulmonary. There was no impact on the patient at that time. The family was instructed that if the patient experienced shortness of breath, to return to the hospital. The patient returned and was admitted overnight for observation only; no other medical or surgical intervention was required.

Manufacturer narrative:
A check out of the injector by medrad service was performed. The system checked out according to specifications. Additional applications training was offered to the customer, but they indicated that applications training was not needed. No product returning.